Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a decrease in compound muscle activation potential (cmap) amplitude was observed while ablating the right superior pulmonary vein (rspv). A loss of phrenic nerve capture also occurred. Although there were no symptoms, the diaphragm was observed to be raised after the procedure.